Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device was in very bad condition, the etching was illegible, the device failed the leak tightness test, had a worn bearing, a sticky trigger, the housing was bent/deformed, the housing was worn, component damage, and moving parts of the device did not move smoothly. It was further determined that the device failed pretest for marking and labeling, leakage test, check the attachment coupling, check for mechanical free movement, check for sticky triggers, check roundness of the housing, check fitting of the lid, and check for wear on the housing. It was noted in the service order that the device was inoperative. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was inoperative was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the handpiece device was inoperative was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).